Event description:
Healthcare worker sustained a needlestick using the sage auto drop and the bd luer adapter. Luer adapter prematurely released while the healthcare worker was trying to separate the luer tip from the hub of the line. While trying to disconnect the luer tip adapter from the pt's line, the worker sustained a needlestick from the exposed needle. Baseline testing performed. Results tested negative. Hiv cocktail given as a precaution.